Event description:
Our office in (B)(4) reported that they received a complaint that a 1mtec30 cartridge was over-labeled and there are two different expiration dates. Device was still sealed in the pouch. The device was discarded but a photograph was sent to abbott medical optics.

Manufacturer narrative:
The product sample was not returned for evaluation as it was disposed of. The investigation was conducted through photos that were provided. Visual inspection was conducted. Two photos were provided. Label picture #1 has a photo with two cartridges with different models. The first cartridge photo is a 1mtec30 inserter cartridge (thermoform tray label) with square corners, an expiration date of 2015-05, and blurred lot number and therefore is an unknown lot number. The label was observed misaligned, decentralized and is detached in one of the label corners and in the border. Label picture #2 has the same cartridges as in label picture #1, with part of the labels peeled. The first cartridge photo is a 1mtec30 inserter cartridge (thermoform tray label) with square corners. In this picture the right side of the label is peeled and an over labeling (one label covered the other) with different expiration dates was observed. The outer label expiration date is 2015/05 and the expiration date on the inner label is 2014/10. As the 1mtec cartridge photo lot number is blurred, it is therefore an unknown lot number. The 1mtec30 cartridge label has an unknown lot number; however, all 1mtec labels have rounded corners and accordingly an expiration date of 12 months from the start date of the production order. Based on the investigation, the complaint of labeling was verified since over labeling with different expiration dates were observed in the provided photos. The complaint labels revealed several discrepancies unacceptable in manufacturing specifications for cartridges. The 1mtec30 cartridge require verifications that contain the correct data, product model, lot number and expiration date. Labels are inspected for print quality prior to label application with an expiration date of 12 months from the start date of the production order. All discrepancies observed indicated that complaint units were relabeled; but were not relabeled at the amo manufacturing site. The label does not meet the cartridge tray amo label specifications. Corrected data: in the MDR follow up #1 - a correction should have been identified. Correction date of report: (B)(6) 2015. Lot # unknown was indicated as the serial number. The product is identified by a lot number and unknown should have been entered in the correct box. Expiration date: correct to: unknown. The product lot number is unknown thus an expiration date is also unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data, date received by manufacturer: 02/04/2015. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Serial number is unknown. Implant and explant dates: not applicable. Initial reporter: telephone number (B)(6). Unknown device was not used. All pertinent information known to the manufacturer has been submitted. Placeholder.